Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. No delivery anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. The customer's blood glucose was 40 mg/dl at the time of incident. The customer's current blood glucose was 45 mg/dl. Customer treated with food for low blood glucose. The customer stated that the insulin pump had an over delivering alarm. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The insulin pump will be returned for analysis.